Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed atrial lead undersensing and variable capture threshold. The atrial lead was found to be dislodged. No changes or interventions were reported. There were no patient consequences.